Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the caregiver reported the user had dropped the ilet and was unable to unlock the device as the screen was cracked. A replacement was arranged. The highest blood glucose was 250 mg/dl, which the user corrected by reverting to mdi. No symptoms, external assistance, or medical intervention occurred.